Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit. The technical service representative (tsr) had the home patient (hp) start over with new supplies. The cause of the alarm was undetermined at the time of the initial call. The sample was discarded and the lot number was unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that motors are drifting downward/lowering with weight on beds. No injury reported.